Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer was not opening. A field service engineer (fse) found loose ball bearings and damaged slide rails. The field service engineer replaced the slide rails, recovered the storage space, tested the device in diagnostic mode, and performed a proactive inspection. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3 is sticking and not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.